Event description:
A health care provider (hcp) reported that a nerve monitoring emg tube failed "blue-l electrode vocals error no read". There was no known patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, the molex connectors were cut from the harness and the tube was returned in an over bent state. Functionally, continuity between all the wires and silver ink traces were within specification, under 200 ohms, 92.9 ohms (red), 103 ohms (blue), 68 ohms (blue with white stripe), except for the red with white stripe at 255.9 ohms. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.